Manufacturer narrative:
(B)(4). Visual inspection of the provided photos shows the device does appear to have fractured anteriorly. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the instrument was found broken post op. There was no patient involvement.